Event description:
It was reported the patient was treated with oral antibiotics, it is not confirmed whether the antibiotic treatment was device related.

Manufacturer narrative:
This report is submitted on 04 december 2019.

Event description:
Per the clinic, the patient experienced a lack of osseointegration one week post implantation, resulting in fixture loss. It is unknown whether there are plans to reimplant the patient, as of the date of this report.